Manufacturer narrative:
The investigation for the console (aic) controller failure-red alarm has been completed. Console logs from the reported day of event are consistent with complaint and show large number of error messages associated with eep/epm malfunction, culminated in controller failure alarm (#1029, due to epm firmware corruption). Analysis of logs data from before the reported event revealed that sau_sens_eep_1 issues started while the console was in preventative maintenance but no issues were observed, since alarm trigger criteria had not been met. The console was returned for evaluation and the issue was reproduced - after seemingly correct boot-up, console logs were being flooded with sau_sens_eep_1 error messages. After extracting epm/eep firmware from its sub-circuitry on the impellatronic board and comparing to correct programming code, a memory corruption was found. After re-flashing epm firmware and restarting the console, the issues no longer reproduced. The cause of the aic issue was a firmware corruption. Added- d9 device return date correction to the initial MFR report: h6 impact code 2645 changed to 4629 h8 usage of device changed to reuse.

Event description:
The complainant reported that when the automated impella controller (aic) was turned on, purge cassette was primed and white impella cable was connected. Once the cable was connected, the purge did not begin priming and the critical alarm appeared on the aic stating ¿controller failure¿, with instructions to ensure connection between the red impella plug and grey connectors. Aic was exchanged and the pump was reconnected. No further issues with the new aic were noted. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.